Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. The complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the distal end of the shaft has burnt and melted, though the account did not know it occurred at any point in time. New one was opened to correct the problem. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.